Event description:
It was reported that the ventilator alarmed for high o2 concentration. There was no patient involvement. (B)(4).

Manufacturer narrative:
The ventilator was investigated on site by our field service engineer (fse) who replaced the o2-gas module. The reported deviation of o2-concentration was not reproduced during test of the returned oxygen gas module in a reference ventilator. Additional testing of the o2-gas module in the manufacturing production test system showed that the o2-gas module was out of specification. Analysis/tests showed that the issue was caused by the nozzle unit within the o2-gas module. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The nozzle unit is part of the yearly maintenance program for the device. The received device log confirms the reported problem and according to log file the date of event is set to (B)(6) 2017.

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).